Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due urinary incontinence. Following insertion the patient experienced a lot of pain, especially during intercourse, erosion and incontinence recurred. It was reported that due to vaginal mesh erosion the patient underwent the removal of exposed mesh on (B)(6) 2012. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.